Manufacturer narrative:
Title: mini-invasive, ultrasound guided repair of the achilles tendon rupture-a pilot study source: j. Clin. Med. 2021, 10, 2370 published: 28 may 2021 . If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between 2005 and 2015, re-rupture of the tendon in two patients two months after a percutaneous achilles tendon repair.  Complications were treated with open procedure. It was noted that both patients had not followed the physical therapy protocol. The first patient was immobilized for six weeks. The second patient removed the boot after four weeks and recommenced full weight-bearing exercises; the rupture occurred during a dynamic split squat.